Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was implanted. After pocket closure, the pacing thresholds continued to increase until there was loss of capture. No asystole was observed. However, the pocket was reopened and the lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed a cut in the insulation that was consistent with damage induced during the explant procedure. The lead passed all electrical testing, so the reported clinical observations could not be confirmed. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any other abnormalities.